Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose level. The customer would not observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. It was not verified whether insulin would exit the cartridge tubing during the load fill tubing sequence therefore it was not determined whether the occlusion was within the tubing or cartridge. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.